Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited low impedance measurements. The lead was capped and replaced. The patient was doing fine post surgery.